Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms noted. However, unable to prime unit during prime test due to faulty force sensor the motor was tested outside the device and passed. Device wast received with intermittent button due to moisture damage at keypad traces. Device was received with cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.